Manufacturer narrative:
The product was returned, and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with a device header visible due to pocket erosion and wound dehiscence during a follow-up in clinic. The pacemaker was explanted and replaced. The patient was admitted and remained stable throughout the procedure.